Event description:
It was reported that the right ventricular (rv) lead had high impedance, thresholds and no capture. It was also reported that it is suspected that the lead is fractured. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.